Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Unable to attach/tighten saw. Case type: tka. Did the blade fall out of the handpiece during cutting (yes/no)? As per the mps: yes, the blade fell out.

Event description:
Unable to attach/tighten saw. Case type: tka. Did the blade fall out of the handpiece during cutting? Yes/no. As per the mps: yes, the blade fell out.

Manufacturer narrative:
Reported event: unable to attach/tighten saw; case type: tka; did the blade fall out of the handpiece during cutting? Yes/no as per the mps: yes, the blade fell out. Functional inspection: shows that the attachment knob when turned does clamp the blade, however, the ratcheting pawl is not clicking to lock the knob. The failure mode is confirmed. Visual inspection: shows that the ratcheting pawl is stuck inside the ratcheting hub. See attached picture. Dimensional inspection: not performed as the item has been used and the dimensions and tolerances on the print are no longer accurately represented by the part. Material analysis: not performed as no material failure is alleged. Product history review: product history review respectively shows the number of devices manufactured, devices that failed inspection, and their nc/npr/qt numbers if applicable. Date inspected: 12-14-2017; devices manufactured: (B)(4); devices failed inspection: 0; nc/npr/qt numbers: 0. Product history review shows no non-conformances were identified during inspection. Complaint history review: a review of complaints related to p/n: 212186, lot number: 35031117 shows 1 additional complaint(s) related to the failure in this investigation. Complaint # (B)(4). Complaints related to p/n: 212186 will be tracked by trend request# 1191. Conclusion: the complaint of the saw blade not staying clamped was confirmed. The failure was traced to a stuck ratcheting pawl in the locking knob assembly. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.